Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
False positive rate of 30% across symptomatic and asymptomatic patients. Results confirmed by another rapid antigen test. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.